Manufacturer narrative:
The date of injection provided by the reporting healthcare professional is prior to the manufacturing date of this device and is therefore not possible. Further information from the reporter regarding device details has been requested. No additional information is available at this time.

Event description:
Health professional reports an adverse event with juvederm® voluma¿ with lidocaine which was used for "jaw reshape, mandible reshape" and also with juvéderm® volift¿ with lidocaine which was used for "lip augmentation, oral commissures" (which was injected 8 months later). Approximately one year post-injection patient developed "ongoing inflammation." Hylase was injected into nodules and patient was prescribed clarithromycin for 10 days. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00364 (allergan complaint #(B)(4)). This is the second MDR submitted for the second suspect product, juvéderm® volift¿ with lidocaine.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this reaction: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Additional information: patient developed symptoms of nodules in the lip, chin, and lower marionette. Symptoms resolved 2 weeks after treatment with hyalase and clarithromycin.

Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of inflammation and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: contra-indications ¿ "juvéderm® volift¿ with lidocaine must not be used in areas presenting cutaneous inflammatory and/or infectious processes (acne, herpes, etc.). ¿ juvéderm® volift¿ with lidocaine should not be used simultaneously with laser treatment, deep chemical peels or dermabrasion. For surface peels, it is recommended not to inject the product if the inflammatory reaction generated is significant." Undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site. ¿patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Health professional reports an adverse event with juvederm® voluma¿ with lidocaine which was used for "jaw reshape, mandible reshape" and also with juvéderm® volift¿ with lidocaine which was used for "lip augmentation, oral commissures" (which was injected 8 months later). Approximately one year post-injection patient developed "ongoing inflammation." Hylase was injected into nodules and patient was prescribed clarithromycin for 10 days. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00364 ((B)(4)). This is the second MDR submitted for the second suspect product, juvéderm® volift¿ with lidocaine.